Event description:
Customer was hospitalized for dka. Customer removed the infusion set and found that cannula was bent. Troubleshooting was done and pump passed prime test as well as high pressure test.